Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the internal carotid artery (ica) using penumbra smart coils (smart coils). During the procedure, the physician successfully placed coils into the target vessel using a non-penumbra microcatheter. The physician then attempted to advance a smart coil, however, the smart coil could not advance from its starting position within the introducer sheath. The smart coil was then removed and was not used in the procedure. The procedure was completed using additional coils and the same microcatheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the pet lock was intact at the proximal end of the pusher assembly. The pusher assembly had bends and kinks approximately 6.0 cm, 19.0 cm, 22.0 cm, 56.0 cm, 91.0 and 126.0 cm from the proximal end. The mid-joint of the pusher assembly was advanced distal through the introducer sheath. The embolization coil had offset coil winds on its proximal end and was intact with the distal detachment tip (ddt) of the pusher assembly. Conclusions: evaluation of the returned smart coil revealed a device with offset coil winds. If the introducer sheath is not properly aligned within the hub prior to advancement, resistance may be experienced when attempting to advance the coil into the microcatheter. If the device is forcefully advanced against this resistance, some offset coil winds may result. This damage may contribute to additional resistance on subsequent attempts to advance. It also likely contributed to the difficulty advancing reported during the procedure and experienced during functional testing. Further evaluation revealed bends and kinks along the pusher assembly. These damages are likely incidental to the reported complaint and may have occurred during packaging for return to penumbra. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.